Manufacturer narrative:
Updated the reporting institution name and event date.

Manufacturer narrative:
Updated the device problem code.

Event description:
This report is based on information provided by a philips remote service engineer and schiller ag (equipment manufacturer) and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus ls-manual defibrillator indicating that the device provides visual text alert when ECG leads are removed, but not audible alerts. The device also gives no audio while charging for a shock. .